Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -10.0/1.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's right eye (od) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Correction data: b3: reported as 25-oct-1989 - correct to 06-sep-2022. Claim#: (B)(4).